Event description:
During servicing of a (B)(6) male pt's electrode belt which was returned for an unrelated issue, a reportable problem was discovered. One of the cables was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the front therapy electrode (te) and ECG electrode a was pulled form the ECG electrode a strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt was issued a replacement electrode belt.